Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that a trace pericardial effusion was present pre-procedure on the anterior side. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) was selected for use. The 24mm closure device was deployed and device was released. As the physician was re-measuring compression on the closure device post deployment, the anesthesiologist noted the patient's blood pressure began to drop. A sweep was completed to check for an effusion, and it was found that the initial trace pericardial effusion was larger at the apex. A pericardiocentesis tray was opened, and the effusion was drained by the physician removing 300 ml of blood. The physician suspected that the effusion was due to the intracardiac echo (ice) catheter when maneuvering to achieve a 135-degree view. The patient's blood pressure stabilized, and the patient was transferred to post anesthesia care unit (pacu) for overnight monitoring. There were no further consequences noted.